Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that in the central sterile department of the user facility, the device trigger was sticking, with the potential for the device to continue running after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that in the central sterile department of the user facility, the device trigger was sticking, with the potential for the device to continue running after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.